Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2017-01300. It was reported that the patient expired. Vascular access was obtained via the radial artery. The target lesions were located in the mildly tortuous and mildly calcified left anterior descending artery (lad) and first diagonal branch. A 3.00 x 38 mm promus element¿ plus stent was successfully implanted in the lad and a 2.75 x 32 mm promus element ¿ stent was implanted in the first diagonal branch resulting to timi 3 flow. However, post procedure, the patient developed complications and her condition was deteriorating. The patient had renal failure and was sent for dialysis but slow flow occurred. Eventually, the patient expired.